Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product left conforming to print as there was no evidence that states otherwise. The liners passed inspection of the outer profile with the exception of some deformed areas where the liners are damaged. This damage likely occurred during the procedure. The shell had some scratches on the inner surfaces which likely occurred during the procedure. Based on these results the complaint is considered confirmed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ this report is number 1 of 3 MDR's filed for the same event (reference 1825034-2015-04413 / 04414 / 04415).

Event description:
It was reported that patient underwent a total right hip arthroplasty on (B)(6) 2015. During the procedure, the liner would not seat into the cup. Use of another liner was attempted; however, the surgeon was unable to seat the second liner. The acetabular shell was explanted and replaced to complete the procedure, which resulted in a delay of greater than 30 minutes. A blood transfusion was necessary during the procedure. No further information has been provided.